Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2019 for a verify enhanced advanced evaluation (ae) for urgency frequency. It was reported that the tape/gauze had come off and the trial patient was worried that the wires had pulled out when this happened. The patient then turned up the stimulation and could feel it in their thigh. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any actions/interventions were taken to resolve the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.